Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with cervical spondylosis with myelopathy, c3 through c6 with central cord syndrome and a neutral to kyphotic spine and underwent the following procedures: posterior laminectomy and fusion with 14 mm screws, titanium rods from c3 to c6 in the lateral masses; use of 0.6 mg of bmp, 30 ml of putty, 30 ml of autograft and allograft from same incision, use of microscope, use of fluoroscopy and correction of kyphosis. As per the op-notes, ¿once we had achieved more lordosis, I then placed a titanium rod, which was curved from lordosis into the polyaxial screw heads on each side and then placed screw caps on top of this. At this point, we then decorticated further in the bone and then placed bmp along the lateral gutters outside the screws and then placed bone into the and we stripped down all soft tissue off our spinous processes and placed this into the decorticated facets and then graft on top of that.¿ patient tolerated the procedure well without any intraoperative complications.